Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image indicates the device has reached elective replacement level sooner than expected. Further analysis of the hybrid circuitry identified elevated current drain consistent with a hybrid integrated circuit anomaly that resulted in the reported events.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No changes or intervention was performed, and the patient will continue to be monitored. The patient condition was stable.

Event description:
New information was received that the implantable cardioverter defibrillator (ICD) was explanted. Patient status was not provided.